Manufacturer narrative:
A maquet service tech verified the problem. Troubleshot to a defective level sensor and replaced. Successfully performed complete performance and functional testing. The prod in block d ws in use on an hl20 4-pump console, model # 70104.3253, serial # (B)(4). Both prod are components of the hl20 integrated perfusion sys.

Event description:
It was reported that the level sensor on the cardiotomy reservoir did not alarm or servo regulate when the volume went below the level the sensor was positioned at. This occurred on two separate occasions. No reported pt effect. This event is related to medwatch report # 8010762-2015-00102. (B)(4).